Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A pneumothorax was diagnosed by cxr, which increased and required chest tube placement. It subsequently resolved and chest tube was removed, but reoccurred during the same admission and chest tube was placed a second time. The pneumothorax eventually resolved itself and the chest tube removed a second time. The patient was discharged and no other adverse events were reported.

Manufacturer narrative:
(B)(4).